Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured due to calcification. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure. It was further reported that the balloon was inflated twice before it ruptured.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. Visual inspection revealed no damage or irregularity. Microscopic inspection revealed a pinhole 1mm proximal from the distal waist. There was contrast and blood in the inflation lumen and the loosely folded balloon. The device was prepped with an inflation device filled with water and connected to the calibrated pressure gage to inflate the device to locate the balloon damage which is evident due to blood within the balloon. The device failed to inflate due to a leak in the balloon.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured due to calcification. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).